Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure had been canceled and rescheduled for a later time. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutters were unavailable. Upon troubleshooting, fse cleaned the shutters gear in the collimator, but the issue persisted. To resolve this issue, fse replaced the collimator and the defective collimator returned to philips for further analysis. The analysis confirmed a malfunction in the collimator and identified defects in both the x shutter and the xdc board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system displays shutters unavailable, which could impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.